Event description:
It was found that the brakes would not engage due to a missing brake assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.